Event description:
The initial reporter received questionable elecsys ft3 iii v1 and elecsys ft3 iii v2 results for one patient tested on a cobas 6000 e 601 module with a serial number of (B)(4) and an unknown cobas analyzer. On (B)(6) 2022, the patient's initial ft3 v1 result was reported outside the laboratory. Due to the customer's ft3 reagent switch from ft3 iii v1 to ft3 iii v2, the customer performed a method comparison study. On (B)(6) 2022, the patient's ft3 iii v1 result was 8.29 pmol/l. The ft3 iii v1 reagent lot number was 58594701 with an expiration date of 28-feb-2023. On (B)(6) 2022, the patient's ft3 iii v2 result was 4.39 pmol/l. The ft3 iii v2 reagent lot number was 56749901 with an expiration date of 30-nov-2022. Due to the discrepancy between the two ft3 results, the patient's sample was sent to a different laboratory and tested on an unknown cobas analyzer. The patient's ft3 iii v1 result was 8.38 pmol/l. The ft3 iii v1 reagent lot number and expiration date were requested but not provided. The patient's ft3 iii v2 result was 4.61 pmol/l. The ft3 iii v2 reagent lot number and expiration date were requested but not provided. It was reported the patient's physician questioned the reported ft3 result, 8.29 pmol/l. The customer is unsure which result was correct for this patient. The customer confirmed no other result was reported outside the laboratory. This medwatch is for ft3 iii v2. Refer to the medwatch with patient identifier (B)(6) for the ft3 iii v1 assay.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The patient¿s sample was provided for an investigation. The ft3 results generated at the customer¿s site were confirmed. The investigation tested the sample and the biotin concentration was <5.1 ng/ml. This value was below the threshold for both ft3 iii v1 and ft3 iii v2 assays. Upon further investigation of the patient sample, an interferent against a component of the reagent was confirmed, streptavidin. This interference is covered in product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.